Event description:
A us distributor contacted zoll to report that a patient's pre-existing condition was exacerbated by the lifevest equipment. Patient had triple bypass surgery and has a scar on the chest the patient reports that the closing of his garment reopened the surgery scar. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed a solution for the skin irritation. Outcome of the irritation is unknown.

Manufacturer narrative:
Not applicable.